Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital due to a syncopal episode. Difficulty was experienced when attempting to interrogate this device. Numerous troubleshooting techniques were used without success. Additional information was received indicating the device was able to be interrogated remotely later the same day and at subsequent clinic follow-up appointments. The cause of the syncopal episode was not determined, however it was confirmed that there were no stored episodes at the time of the syncopal episode. No adverse patient effects were reported.